Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator returned for investigation. Ac power was applied to the rf generator and a successful power on self-test was observed. No faults, warnings or irregular heating periods were encountered during the evaluation performed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the cause of the burn remains unknown.

Event description:
During a unilateral left side c3-6 ablation, a burn occurred under the non-abbott grounding pad. The grounding pad was placed on the left scapula and a wrinkle was observed in the middle of the pad. Four ablations were carried out at 75 degrees for 90 seconds. Following ablation, a burn was observed under the grounding pad. The burn site was red around the edges with two white spots in the middle. Silvadene and gauze were applied to the burn and the patient is stable. There were no performance issues with any abbott devices.